Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01516. It was reported the patient is experiencing a stinging or over stimulation when sitting or laying down. An sjm representative met with the patient and reprogramming resolved the stinging or over stimulation issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.